Manufacturer narrative:
Additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that calcification was observed on one leaflet approximately two years after the implantation of this inspiris resilia valve model 11500a21 implanted in the aortic position. The issue was detected on echo. As reported, this case involved a patient who was (B)(6) at implant who was re-hospitalized with high gradients (45mmhg). The patient has been scheduled for a re-do.

Event description:
Edwards received notification that, during routine control echo, calcification was observed on one leaflet leading to limited mobility two (2) years and one (1) month after the implantation of this inspiris resilia valve model 11500a21 implanted in the aortic position. Patient was asymptomatic and stayed hospitalized for surveillance due to high gradients (45mmhg) observed. Patient was 60 years old at implant. No re-do procedure is planned, follow up echos by the cardiologist.

Manufacturer narrative:
H10: additional manufacturer narrative: updated b5 per new information received. Edwards received notification that, during routine control echo, calcification was observed on one leaflet leading to limited mobility two (2) years and one (1) month after the implantation of this inspiris resilia valve model 11500a21 implanted in the aortic position. Patient was asymptomatic and stayed hospitalized for surveillance due to high gradients (45mmhg) observed. Patient was 60 years old at implant. No re-do procedure is planned, follow up echos by the cardiologist. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.